Event description:
It was reported that the patient presented with severe persistent leg and back pain that failed conservative treatment. He was diagnosed with lumbar instability with mechanical back pain. The patient underwent an l5-s1 alif to treat degeneration and instability at l5-s1. Cancellous autograft, rhbmp-2/acs, a peek interbody device, and an anterior plate were used. There were no reported surgical complications. An unknown time post-op, the patient presented with low back pain. At 186 days post-op, a CT scan demonstrated that bony fusion across the l5-s1 disc space is not definitely solid. At 231 days post-op, the patient underwent a revision surgery. A posterior l5-s1 fusion was performed using nonsegmental posterior instrumentation, cancellous allograft, and rhbmp-2/acs. No complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6). (B)(4) pseudoarthrosis.